Event description:
It was reported that a patient underwent a hiatoplasty with reinforcement with mesh and a nissen reflux treatment on (B)(6) 2011. The patient experienced acute peritonitis and underwent an open reoperation on (B)(6) 2011. The patient presented with abdominal sepsis followed by multiple organ and system failure, which caused the patient's death. The surgeon sent the mesh to an unknown site for analysis and the mesh was reportedly found to be contaminated with candida albicans. The surgeon opines that the event is not related to the mesh product. Additional information has been requested.

Manufacturer narrative:
(B)(4). Narrative: the laparoscopic hiatal hernia repair procedure went very well and the patient was discharged from the hospital on (B)(6) 2011. The patient experienced lumbar pain four days and a fever for 24 hours before (B)(6) 2011. During the procedure on (B)(6) 2011, there were white spots present inside the cloudy peritoneal fluid. Samples of blood, peritoneal fluid, mesh and the surgical wound were cultured and candida was found in the peritoneal fluid and on the mesh. The surgeon performed a cleanup of the abdominal cavity with removal of the entire mesh. The patient was sent to the intensive care unit and within 24 hours sepsis caused by candida caused multi-organ failure. The patient died on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.